Event description:
It was reported to olympus that a telescope resectoscope had a blurry image. The reportable event was found during estimation of the device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During their inspection, the service department confirmed the issue reported by the customer and identified the following: blurry image. Damaged parts in the optical system. Deformation of the outer tube. Fiber breakage. The identified fault patterns are most likely attributable to the use of excessive force by the customer. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.